Event description:
It was reported that pt experienced transient ischemic attacks 6 mos after implantation. The event was discovered while pt was treated for kidney stones; but it led to prolonged hosp stay. No signs of major carotid stenosis and no embolus were found, thus the cause of tia could not be evaluated. As it can not be ruled out that the tia was caused by an embolus, device relationship is suspected. No further info was provided.

Manufacturer narrative:
H.6.: device not returned.